Manufacturer narrative:
Evaluation of the power wheelchair is pending as hoveround has not yet been given access to the equipment. Hoveround's owner's manual warns end users, "always wear the seat belt."

Event description:
End user reports while operating the power wheelchair she drove into a wall and fell. End user was not wearing the seat belt.